Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; additionally, one portion of threads appear to have more pronounce damage than the rest, consistent with possible thread jumping. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l2-l5 to treat a l4 compression fracture. It was reported that the set screw cracked during tightening. The set screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.